Event description:
It was reported that during a procedure to treat an ischemic stroke located in the right m2, the solitaire device encountered an issue where it would not advance on the wire during resheathing with protective housing. The baseline nihss score was 27, and the tici score remained at 1 both before and after the procedure. Intravenous tissue plasminogen activator was contraindicated, and the stroke onset to reperfusion time was 8 hours. The vessel tortuosity was moderate. There were no patient symptoms or complications associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed with another solitaire that was opened and used without issue. The cause of the solitaire not advancing was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the solitaire x 6-40 stent device was returned for analysis inside the inner pouch, biohazard bag and shipping box. There was no catheter returned with the stent device. In addition, the catheter size and model were not reported; therefore, any contributing factors from the catheter including its compatibility for use with the solitaire x could not be assessed. ¿ visual inspection/damage location details: the solitaire stent working length was found in good condition. The non-working length was found to be kinked at the tear-drop struts. Visual inspection showed no irregularities outside of the proximal marker. The marker coil appeared to be damaged. No other anomalies were observed. ¿ testing/analysis: the returned solitaire x could not be used for resistance testing due to its damaged conditions. ¿ conclusion: based on the reported information and the device analysis, the customer¿s complaint was confirmed as the returned solitaire x was found to be damaged. It is likely that the damages occurred when the customer attempted to advance the solitaire x through the catheter against resistance. However, the cause could not be determined. Possible causes include the use damaged/incompatible catheter and vessel tortuosity. Since the catheter was not returned; any contribution of the catheter to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.